Manufacturer narrative:
The company service rep examined the system and confirmed the reported issue. He found a problem dc power cable from the host to the us controller pcb (printed circuit board). He also replaced the controller pcb and can cable for diagnostic purposes. The parts have been returned to alcon for further eval and root cause analysis.

Event description:
The customer initially reported that an error code displayed during a cataract procedure, the system shut down, and five cases had to be cancelled for the day. Subsequent info clarified that the error had occurred during start-up of the system, prior to the procedure. The system did prime and tune prior to the error code. The pt was in the operating room, but no incision had been made.